Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding an external device to an implantable pump infusing an unknown drug for non-malignant pain. It was reported that the manufacturer representative (rep) stated that the patient's personal therapy manager (ptm) was not connecting to the pump. The rep stated that it would take minutes for it to connect or it would stop at 90%. The manufacturer's technical services specialist (tss) walked the rep through clearing the pds data on the patient's ptm and was able to clear the pds data and stated they would reviewed with the patient.